Event description:
It was reported that the patient¿s infusion set dislodged during sleep, after which the patient inquired about replacing only the cannula and was guided through the fill cannula process. Symptoms included hyperglycemia with a reported blood glucose of 261 mg/dl prior to cannula replacement. Outcomes included return of blood glucose to a normal range, with a subsequent reading of 160 mg/dl, and no hospitalization or alarms. Investigation included troubleshooting and patient education regarding infusion set management and cannula replacement. Investigation of this case revealed that the hyperglycemia was temporally associated with the infusion set dislodgement, and the issue resolved after cannula replacement and priming. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.